Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 110v was being used on (B)(6) 2024 during a robot-assisted endoscopic prostatectomy and ¿while using the air seal, the air seal body blacked out and pneumoperitoneum stopped. After blackout, stop pneumoperitoneum and restart. During the self-check, the message "there is a problem with the valve! Please do not use the device and contact technical service!" Appeared, making it unusable. The surgery itself was changed to an olympus pneumoperitoneum device and continued without any problems.". Per further assessment it was found that "there was rapidly loss of pneumo. Although the instruments inserted into the patient¿s body, but there was no health hazards to the patient". There was no impact/injury to the patient or user. The procedure was completed. The asm-evac1, trilumen filtered tube set and the ias12-100lpi, airseal 12/100mm lpi port will be listed as concomitant devices and there was no allegation against them. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 30 reports, regarding 30 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if fluid level high is reached, the airseal function will shut down. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, as-ifs1, airseal ifs, 110v was being used on (B)(6) 2024 during a robot-assisted endoscopic prostatectomy and ¿while using the air seal, the air seal body blacked out and pneumoperitoneum stopped. After blackout, stop pneumoperitoneum and restart. During the self-check, the message "there is a problem with the valve! Please do not use the device and contact technical service!" Appeared, making it unusable. The surgery itself was changed to an olympus pneumoperitoneum device and continued without any problems.". Per further assessment it was found that "there was rapidly loss of pneumo. Although the instruments inserted into the patient¿s body, but there was no health hazards to the patient". There was no impact/injury to the patient or user. The procedure was completed. The asm-evac1, trilumen filtered tube set and the ias12-100lpi, airseal 12/100mm lpi port will be listed as concomitant devices and there was no allegation against them. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.